Event description:
It was reported that the pump was tilted at a 90 degree angle in the pump pocket making refills difficult. The volumes have been accurate at refills. Following the last refill, the pt experienced withdrawal symptoms. The pt was taken to surgery where it was noted that there was a hole in the proximal end of the catheter. The hcp believed that this may have happened due to the tilted pump and the difficult refill process or when the pump was removed from the pocket. The proximal end of the catheter and pump were both replaced. The pt recovered without sequela.

Manufacturer narrative:
Results code used for the catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.